Event description:
Reporter stated that the sales rep rec'd a call from the dealer that the end-user was testing this power chair to see if he would like to purchase a chair like this for himself. The end-user reported that he was driving up a ramp and lost his balance and fell out of the chair. The end-user stated that he was not using his positioning belt that was provided with the chair. There was no malfunction with this product or any product issues with this power chair. The sales rep stated that the end-user sustained a broken femur and required hospitalization for a couple of days.